Event description:
It was reported via literature that patient complications occurred. The left anterior descending artery (lad) was calcified, diffusely diseased, with 90-95% in-stent restenosis in the ostioproximal segment and 70-80% stenosis in the mid segment without prior stenting. A 6-7f sheath was introduced via the radial artery with a 7f guide catheter and 7f guidezilla ii. Ivus crossed the proximal segment after predilation with 1.25 x 15 mm and 2.0 x 15 mm balloons. Pre-pci ivus revealed severe calcifications and neoatherosclerosis as the main cause of in-stent restenosis. A 1.5 mm rotablator burr was used to modify plaques from the ostial to mid lad. During atherectomy, the patient experienced severe chest pain and hypotension, which were resolved with IV morphine and norepinephrine. A 2.75 x12 mm intravascular lithotripsy (ivl) catheter treated the mid segment with 6 cycles of 10 pulses, after stepwise predilation with a 2.25-2.5 x 10 mm cutting and 2.5-2.7 x 15 mm) balloons. Another 3.5 x 12 mm ivl catheter treated the ostioproximal segment with 5 cycles of 10 pulses. Severe pain and hypotension recurred and angiography showed no-reflow. A non-bsc device delivered 2 mg of nicardipine distally, partially improving flow. 3.0 x 24 mm, 3.0 x 20 mm synergy des were deployed in the mid lad. Ivus revealed a flow-limiting distal hematoma, prompting a 2.75 x 24 mm synergy des deployment, restoring flow. The procedure concluded with 4.0 x 28 mm synergy des in the proximal segment and 5.0 x 28 mm synergy des in the lm-ostial segment. Post-dilation and proximal optimization with 4.5 x 12 mm, 5.0 x 8 mm nc balloons achieved timi 3 flow, well-apposed and expanded stents with minimal stented area in the proximal lad.

Manufacturer narrative:
Citation: toledano, b, chua, j. Tctap c-109 complex high risk percutaneous coronary intervention: imaging-guided rotational atherectomy and intravascular lithotripsy for in-stent restenosis of multiple overlapping stents with severe calcifications. Jacc. 2025 apr, 85 (15_supplement) s261 s262. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Event date: exact date of event is unknown. The first day of the month of publication was used.